Manufacturer narrative:
This MDR was submitted in error due to an incorrect year being entered in the routing number the correct MDR number is MDR 1221826_2026_00219. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that scope was glitching on the screen during a case. No negative impact in state of health reported.

Manufacturer narrative:
Product not returned for evaluation. Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID (B)(4).